Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The patients ipg was replaced with MRI compatible ipg. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg will not be returned.